Manufacturer narrative:
Insulin pump passed the displacement test and current test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. No blank display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during priming. Customer¿s blood glucose value was 277 mg/dl. Customer stated that the insulin pump also received a compromised forced sensor system alarm. Customer stated that the drive support cap was sticking out. Customer stated that during seating the force sensor did not detect the reservoir. Customer also stated that the insulin pump had a battery related issues where the insulin pump would not turn on. Customer was advised to revert to back up plan per health care professional instructions. The insulin pump will return for the analysis.